Manufacturer narrative:
Fge catheter, biliary, diagnostic.

Event description:
"Rustagi et al 2017 ¿radiofrequency ablation for intraductal extension of ampullary neoplasms.¿ ¿the aim of this study was to evaluate the feasibility, safety, and efficacy of endoscopic rfa in the management of ampullary neoplasms with intraductal extension. This is a multicenter, retrospective analysis of all patients with ampullary neoplasms with intraductal extension treated with an endoscopic biliary rfa catheter at 3 referral centers between february 2012 and june 2015. After rfa, repeat cholangiography or pancreatography was performed to assess response to treatment. Biliary (plastic or metal) stents were placed based on endoscopist preference. Prophylactic 5f or 7f pd stents (length 3 or 5 cm, geenen pd stent; cook endoscopy) were placed routinely. Fourteen patients (mean age, 68_7.3 years; 64%women) who underwent endoscopic rfa treatment for intraductal extension of ampullary adenoma between february 2012 and june 2015 were identified. Prophylactic pd stent placement was performed in 21 of 23 rfa sessions. Stents were left in place for a median of 3 months (range, 0-8) after the final rfa session.¿ ¿one patient who had undergone 1 session of biliary rfa developed recurrent acute pancreatitis attributed to a stent-related pd stricture that was treated endoscopically.¿ this file was created to capture the 1 case of stent-related pd stricture that led to acute pancreatitis, off label use is also related to this file as the geenen pancreatic stent were placed prophylactically. An additional file has been created to cover the off label use that did not result in an ae. This paper took placed in the USA and (B)(6), therefore files have been created to cover both locations. This file is capturing the us.